Event description:
It was reported that stent dislodgement occurred. The patient presented with peripheral artery disease (pad). The 80% stenosed target lesion was located in the non tortuous and mildly calcified common iliac. A 8.0x30x75cm express ld vascular stent was advanced for treatment. However, while going up and over with the stent to deploy, the stent slipped off the balloon. The ipsilateral side was then wired to access the stent. The procedure was completed with the stent deployed successfully. There were no patient complications.

Event description:
It was reported that stent dislodgement occurred. The patient presented with peripheral artery disease (pad). The 80% stenosed target lesion was located in the non tortuous and mildly calcified common iliac. A 8.0x30x75cm express ld vascular stent was advanced for treatment. However, while going up and over with the stent to deploy, the stent slipped off the balloon. The ipsilateral side was then wired to access the stent. The procedure was completed with the stent deployed successfully. There were no patient complications. It was further reported that the stent deployed at the intended location. The physician believed that the threading of a sterling balloon through the middle of the stent, inflating to the vessel wall, and trying to force the stent over the bifurcation caused the stent to separate from the balloon.